Manufacturer narrative:
Info not provided on initial report. Additional info has been requested. Cannot be determined without a lot number. Subject device is an instrument and is not implanted or explanted. Device has not been returned, no lot number provided. No conclusions can be drawn.

Event description:
Surgeon was using a flexible reamer system and the reamer came off the shaft. The surgeon was required to make an extra incision in the pt. No additional details are available at this time. This is two of two reports for this event.